Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the slightly calcified right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 5f sheath. Reportedly, the prostyle body separated after the foot was deployed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿body separated after the foot was deployed¿ was unable to be confirmed based on the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. In this case, it is possible, there was an unintentional handling error by physician, or a deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified vessel, etc.). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.